Event description:
It was reported that the lead integrity alert was triggered because of false non-sustained ventricular tachycardia (vt) episodes and exhibiting over sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: d234drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).